Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after gaining weight, customer experienced fluctuating blood glucose (bg) levels (48-378 mg/dl). Customer suspected cause was due to a having basal / bolus rate that was too high/too low. Customer drank juice to address low bg. Reportedly, customer discussed event and pump settings with a tandem clinical diabetes specialist.